Manufacturer narrative:
Covidien reference number (B)(4). The technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was recommended to change liquid crystal display (lcd) panels. Covidien was not authorized to conduct the repair.

Event description:
It was reported that the 840 ventilator had a lower display erratic. The ventilator was not in use on a patient at the time the event occurred.